Event description:
It was reported that the patient was asymptomatic. It was noted that non sustained right ventricular oversensing determined to be post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: the programming changes were initially recommended but were subsequently confirmed by the field representative on (B)(6) 2024.

Event description:
New information confirms programming changes were made, the patient had no symptoms and was stable before during and after the changes.